Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer stated that insulin pump was not working fine. Customer stated that they also experience low blood glucose. Customer was treated by food for low blood glucose. Customer also stated that reservoir was not locking place reservoir was sticking out. The customer did experienced the symptom such as sweating. Customer was treated by syringe or blood glucose. Troubleshooting was done for low blood glucose and over delivery. Customer mentioned that she was hospitalized but does not if it's due to high blood glucose or low blood glucose . Customer mentioned she was no given a diagnosis as well. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.